Manufacturer narrative:
Investigation/evaluation: reviews of the drawing, quality control, specifications, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the correct complaint device was returned for investigation. The handle and basket were both in the closed position. The male luer lock adapter was loose but the collet knob was tight and secure. The tubing measured 2.5cm in length, but the sheath is bowed. Additionally, multiple kinks were noted in the basket sheath. During the functional test, the handle actuated the basket formation; however, one wire in the basket formation was broken. The end of the broken wire did appear charred, possibly from laser use. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the specifications, drawing, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿enclose the device in the sheath before removing from the tray/holder.¿ it goes on to say ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was found to have a broken basket wire. The broken ends of the wire appeared charred and melted, indicating the wire experience laser exposure. Based on the information provided and the examination of the returned product, investigation has concluded this event can be traced to the user and unintended use error. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: materials manager. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a stone extraction procedure using a ncircle tipless stone extractor, the wiring on the basket broke where it attaches to the cannula. Nothing detached was left in the patient. A similar second device was opened and the procedure was completed successfully. The patient experienced no adverse effects as a result of this alleged product malfunction. The patient required no additional procedure as a result of this occurrence.